Event description:
Reported via medtronic sofamore (B)(6): patient underwent spinal fusion with bilateral pedicle screw fixation at th3/4/5 and th9/10/11. Pedicle screw insertion was assisted by navigation using a tria system. Post-op CT scan found multiple screws malpositioned at th3/4/5. The three screws at left were found inserted toward spinal canal while the other three at right were found deviated laterally from the appropriate positions. The patient has been asymptomatic so far and there is no plan on revision surgery at this time.

Manufacturer narrative:
Patient information was not available, but has been requested. Reported as possible injury complication due to malpositioning on a (B)(6) pedicle screws. Tria system was serviced at the hospital site and the camera (psu), tool interface unit (tiu), and computer were replaced. Medtronic navigation is in process of having these items returned for further evaluation. A more definite conclusion awaits completion of this additional evaluation.